Manufacturer narrative:
A product sample was received for evaluation for broken syringe size sensor. Visual and functional testing were performed. The investigation confirmed invalid syringe size found. Found cracked / broken barrel clamp guide inside the device. Replaced barrel clamp guide and performed syringe test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump had a broken syringe size sensor. No patient injury was reported.